Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone16.2. Cgm sensor type: g7.

Event description:
It was reported by the patient that the pod's needle deployed early indicating a needle mechanism failure. The cannula was visible but the pink slide did not move forward.

Manufacturer narrative:
No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 255 pulses. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No abnormalities were observed. The pod was seen to have function as intended.